Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was initially not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery longevity was less than 4.5 years, which was described as "less-than-stellar." The device was explanted and replaced. Performance data was analyzed and it was noted the left ventricular lead had high and fluctuating threshold and low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.